Event description:
The doctor was unable to insert the iab into the sheath. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 11/19/97.) (Pt's current status: unk - rpt'd 11/19/97.)